Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing persistent hypoglycemia on (B)(6) 2026, after an unspecified duration of pod wear, which prompted the patient to seek emergency medical attention. No specific blood glucose values were reported. The patient stated that emergency responders administered unspecified intravenous therapy at the scene, after which the patient remained under observation for approximately four hours and was not transported to the hospital. Blood glucose was reported to normalize following treatment. After emergency responders left the scene, the patient reported difficulty preventing blood glucose levels from decreasing again despite drinking water and eating. No further details were provided, and multiple good-faith attempts to obtain additional information were unsuccessful. No further information is available.